Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they did not receive a low battery alert prior to the off no power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was assisted with troubleshooting and it did not resolved the issue. The customer was advised to monitor their pump. The insulin pump will not be returned for analysis.